Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) follow up report for correction. Annex f code was incorrect in the initial MDR. Annex f code should be f2301 - additional device required.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 physical sample submitted for evaluation. The reported issue of flow issues: accuracy was not confirmed upon inspection and testing of the samples. Analysis of the sample showed that no leak was observed when the air/water leak test was performed. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 16cm white had flow issues and leaked. We inform you of a materiovigilance declaration (internal file: 1999) dated (B)(6) 2025 on the following medical device: description: robinet 3 voies + prolonger 10cm reference : (B)(4). Lot number : 4299942. Expiry date : 30/09/2027 quantity concerned : (B)(4). In fact, there is an abundant flow at the tap, from underneath as soon as there is a little pressure. We would like to exchange it. The incriminated device is available at the pharmacy for expertise. Please send us a pre-stamped box or envelope for the sample, or contact us to arrange a courier service.